Manufacturer narrative:
Device was received with a cracked case (battery tube) and a blank display due to moisture damage on the electronic assembly. Unable to confirm critical pump error (open book image) during testing due to blank display. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer's blood glucose value was 267 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that they able to saw critical pump error image on screen. The customer was reported that the insulin pump was exposed to moisture. Customer stated that the insulin pump had cosmetic damage. The customer was reported that insulin pump was cracked near battery compartment. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.